Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pulse generator exhibited a radio frequency telemetry anomaly. A device download reset the timer and the device was able to communicate through radio frequency.